Event description:
Customer reported that a patient sample containing anti-c, cw - fya did not react with c-positive cells of 0.8% resolve panel a lot 8ra 182. No death or serious injury was associated with this incident.